Event description:
It was reported that after insertion of the bd insyte¿ IV catheter the catheter is kinked at the base. The following information was provided by the initial reporter: ¿the catheter is kinked at the base when the patient is already punctured and there is no patency.¿

Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.